Event description:
It was reported that during a procedure of the femoral artery the physician noted an unspecified issue and the command guide wire was removed from the anatomy in a diagnostic catheter. Outside the anatomy it was noted that the wire had detached into 2 pieces. The device was removed and no fragment remained in the anatomy. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.